Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the universal oscillating saw attachment is missing pins to attach the saw. The event timing was during cleaning, thus there was no patient involvement and there was no extension or delay in surgery.